Event description:
In the pug procedure, during guidewire advancement, the pgw (pigtail guidewire) decoupled from the ibc (internal balloon catheter) and migrated into the esophagus. The proceduralists attempted to retract the guidewire at the abdominal entry point but met resistance. A kub was obtained, showing coiling of the wire within the abdomen. Coaptech clinical support was contacted, and the team attempted to redirect the wire with additional kub imaging but continued to meet resistance when attempting to retract/remove the wire. The procedure was aborted, and the patient was referred to surgery for guidewire removal and gastrostomy tube placement. The follow up laparoscopy occurred on the same day as the pug. The guidewire appeared looped around mesenteric fat on the periphery of a loop of small bowel, so the proceduralist advanced the guidewire and reduced the mesenteric fat from the guidewire loop. No evidence of injury was observed, the small bowel appeared normal. The g-tube was able to be placed, and the puma-g guidewire was removed from the mouth. No repair or further intervention was needed.

Manufacturer narrative:
Per similar previous investigations, the root cause of the failure mode was determined to be (1) overfeeding of the pgw which may be coupled with (2) interference with internal anatomy. Additional testing suggests that displacement of the stomach in both the transverse and frontal planes, either due to loss of insufflation or manipulation during guidewire advancement, may contribute to misalignment between tissue layers, potentially facilitating guidewire misrouting or entrapment.